Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, causes for the reported clip opening during efaa and clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. The reviewer stated, "one (1) fluoroscopic video was provided. The video was taken during active deployment of the second cds (reported device). At the beginning of the video (00:00 mark) the delivery catheter (dc) shaft is fully extended with the clip appearing to be attached to the l-lock shaft. The clip arm angle appears to be ~25° - 30° which is near the high end of the typical range of clips implanted per the instructions for use (10° - 30°). As the video progresses (00:01 mark), the dc shaft is retracted away from the clip indicating mechanical separation was achieved. The clip arm angle maintains the observed clip arm angle of ~25° - 30° for the duration of the video; there is no apparent clip arm angle change. The clip does not present with a significantly large clip arm angle that would otherwise definitively confirm a cowl event. In order to confirm a post deployment cowl, cine of the pre-deployment state of the clip is needed to assess for a potential arm angle change. It is possible that the video provided does not capture the pre-deployment state of the clip, prior to actuator knob retraction. However, with no pre-deployment cine of the reported clip taken prior to actuator knob retraction to compare and assess for a potential clip arm angle change, the reported post deployment cowl cannot be confirmed via cine evaluation. There are no other observations based on the video provided."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. One clip device was implanted. A second xt device was selected to implant lateral to a2p2 (anterior and posterior leaflet segments 2). There were several attempts to optimize leaflet insertion with the posterior leaflet. After the first optimization, establish final arm angle (efaa) was performed and the clip opened to 15-20 degrees from 10 degrees (closed). Troubleshooting was performed and the device was unlocked, the clip was opened at an angle over 100 degrees, relocked and it passed efaa. During deployment after the actuator knob was pulled, the clip opened to 30-35 degrees from 10 degrees (closed). The grippers were released and the device was implanted. The device is stable on the leaflets and the mr was reduced to grade 1-2. There were no adverse patient effects.